Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a defect at the distal end. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material clogging the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that foreign material was clogging the nozzle. As a result of this clog, there was a problem with the air/ water or to the aspiration of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This information was obtained from related complaint (B)(4) gif-h190 evis exera iii gastrointestinal videoscope, serial number (B)(6) as referred to by the field representative. During a follow - up with the user facility, it was confirmed that: the cleaning sterilization and disinfection (cds) process was carried out in accordance to olympus¿s instruction for use (IFU). The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that there were no defects in the reprocessing accessories for pre-cleaning and manual cleaning. Lastly, the customer confirmed that simeticone is ¿sometimes used.¿ the physical evaluation of the device is now completed. During the device evaluation it was uncovered that the celling plate was deformed. It was also uncovered that the suction, air, and water cylinder had no color. It was observed that water tightness was lost due to damage on the channel tube. It was also observed that the insulation resistance value at distal end did not meet the standard value due too a crack on the plastic distal end cover. It was observed that the image had a partially dark area due to dirt on the objective lens. It was also observed that the light guide bundle had breakage. It was observed that the objective lens had a crack. Lastly, it was observed that water tightness was lost due to deformation of the universal cord. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d8 was updated with additional information that was received about the event a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information available, the identity nor the definitive root cause of foreign material could not be determined. Considerations: the foreign material may have been unremoved because the device was not reprocessed properly by leak from the biopsy channel as uncovered in the product evaluation. It was unknown if there were any deviations from the IFU on the location where the foreign material remained. Olympus will continue to monitor field performance for this device.